Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivery therapy to shock the patient out of chronic atrial fibrillation (af) following rapid ventricular response (rvr). It was noted the patient was then in consistent sinus rhythm, but the atrial events were not being sensed; in addition, a p-wave measurement could not be obtained and biventricular pacing was not occurring, other than immediately after a ventricular sense preceded by an atrial pace event. It was added the crt-d had been programmed vvir with atrial sensitivity programmed to 4 mv to avoid sensing the patient's prior af. As a result, atrial undersensing was resulting in a loss of av sequential pacing and the atrial sensitivity was programmed to 0.3 mv. The cardiac resynchronization therapy was resolved and the crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.